Manufacturer narrative:
5 pen needles affected by event.

Event description:
Consumer reported found 5 pen needles that clogged during injection. Informed caller to complete flow check. Consumer reported while on the phone non patient end is bent all 5 that clogged. Lot # 3101689 catalog# 320550 date of event unknown sample status awaiting sample - dc.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to: d3 (country type and country), h6 (component code, type of investigation, investigation findings, and investigation conclusions) . Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.